Event description:
It was reported there was a sensing issue and an inappropriate vt detection. The lead remains in use based on medical judgement. No further patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.